Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the longevity estimate on the implantable cardioverter defibrillator (ICD) was less than expected. A few months ago the estimate was higher and they were concerned that now it was less than expected and had changed that much in such a short period of time. Also, the left ventricular (lv) lead exhibited high capture thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ICD experienced early battery depletion and was explanted and replaced. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).